Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, the pump time was off by one hour due to the customer never adjusting for daylight savings time. Customer corrected time. Blood glucose was 200 mg/dl.